Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 375mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were resumed after the cartridge change.